Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that the insulin pump had over delivery and also had experienced low blood glucose for 20 days with blood glucose of 39 mg/dl at the time of one of the incidents. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery because under daily there was a cannula fill for more than 3 times with 5 units. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.